Event description:
It was reported that the cutting bur broke off inside a patient. The surgeon removed the broken part, the patient was unaffected and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.